Event description:
Customer reported that a patient sample tested with capture-r ready screen (crrs) produced unexpected negative reactions on galileo.

Manufacturer narrative:
Review of the instrument images was found to be consistent with the galileo interpretions. The package insert for capture indicates that passively administered anti-d may fail to react with capture, although it may be detected by an alternative technique.